Event description:
It was reported the customer had a vibrate anomaly on their insulin pump. Customer also stated they were not receiving any vibrations. Customer's blood glucose was 237 mg/dl. Troubleshooting found the insulin pump did not vibrate during a selftest. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump failed to vibrate during self-test due to vibrator motor connector broken black wire. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.